Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the concerto coil was returned without the dispenser coil or introducer sheath. In addition, there were no accessory devices (instant detacher, micro catheter, etc.) Returned with the device. The concerto coil was decontaminated. A break was found on the concerto pushwire distal to the break indicator with the release wire also broken. This is indicative that a manual detachment was attempted at this location. The actuator interface, positive load indicator, break indicator and crimps were not returned for analysis, therefore it is not possible to determine whether a mechanical detachment was attempted using an instant detacher. A bend was found on the pushwire approximately 1.8cm from the proximal end. The implant coil was found still attached to the pushwire but damaged. A manual detachment was attempted by breaking the pushwire hypotube and retracting the release wire. The implant coil was successfully detached on the first attempt with no issues or resistance. Based on the information provided and device analysis, the cause of the event could not be conclusively determined. The DHR review did not identify any anomalies associated with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B3. Date of event - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description - additional information. Date manufacturer received - additional information. Type of report - additional information. Follow-up type - additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient was undergoing embolization surgery of both bilateral internal maxillary arteries. The vessel was reportedly not tortuous. The devices had been prepared as indicated in the IFU. A continuous flush was maintained during the procedure. It was reported that during the procedure, three detachment attempts were made using an instant detacher and one attempt was made using the manual method. These attempts were unsuccessful in detaching the concerto. There were reportedly no issues prior to non-detachment.

Manufacturer narrative:
This event was submitted as medwatch # 2200710000-2019-8037. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would not detach. The patient was undergoing embolization surgery of both bilateral internal maxillary arteries. There were no related patient symptoms.